Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infusion set was tubing was leaking at site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).